Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 55 mg/dl were recorded by continuous glucose monitor (cgm) from 3:44:23 am to 4:44:24 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:39:23 am. A tubing fill of size 12.0 units was observed on (B)(6) 2020 at 8:51:54 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 8:34:59 pm, 8:46:48 pm, and 11:38:43 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 53 mg/dl; cause was not known. Customer consumed carbohydrates and a glucose tablet to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.